Manufacturer narrative:
(B)(4). Concomitant medical products : medical products: item#: 14-405032, ti-dble lead cort 5.0x32mm scr; lot#: 096720. Item#: 14-405028, ti-dble lead cort 5.0x28mm scr; lot#: 752930. Item#: 14-405052, ti-dble lead cort 5.0x52mm scr, lot#: 196130. Item#: 14-405052, ti-dble lead cort 5.0x52mm scr, lot#: 079430. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery due to the implant fracturing at the talar screw hole. All hardware was intact. All implants were removed.

Manufacturer narrative:
(B)(4). H6 - proposed component code: mechanical (g04) - im nail. Reported event was confirmed as the radiographs were provided and reviewed by a health care professional showed that the tibiocalcaneal arthrodesis with intramedullary nailing demonstrates a fracture in the medullary nail at the level of the superior cortex of the calcaneus (located at the proximal hole of the 2 distal screws). The fracture results in mild apex dorsal and lateral angulation of the intramedullary nail at the site of the fracture. The screws and the remainder of the hardware appears intact. There has been a prior resection of the talar bone with small chronic regional bone fragments. Degenerative changes are noted between the tibial and calcaneal bones. No signs of loosening, wear, radiolucency, or other contributing factors. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had initial surgery approximately 1.5 years ago. Due to comorbities the nail was places in a different location. The nail fractured and the patient was revised. Surgeon is unsure is the patient followed post-op protocol.